Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was not aware of any thermal damage associated with the instrument and did not have information indicating that arcing, sparking, smoke, or similar events were observed during the procedure. The initial concern was that the instrument appeared stiff and was not functioning properly, but no thermal-related issues were reported or communicated. There is no information indicating that there was an injury to the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was tested on an in-house system, where it passed the recognition and engagement tests, moved intuitively with a full range of motion in all directions, and its tips opened and closed properly. Additionally, the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument was stiff and was not working properly. The procedure was completed with no reported injury.